Event description:
New information received notes the right ventricular lead was over-sensing noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.